Event description:
It was reported that the system would not boot up all the way. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The system was corrected during the service call. The system was found to be working as intended and returned to service.